Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Correction, the device was electively explanted and replaced a month after the patient received inappropriate hv therapy.

Event description:
It was reported that the patient received inappropriate high voltage therapies for svt and atrial fibrillation with rapid ventricular response. The device was explanted and replaced. During post-op follow-up, the patient denied any complaints.